Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: rectovaginal septum (cul-de-sac),') in a (B)(6)-year-old female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting menstrual, vaginal bleeding, oophorectomy right, vaginal discharge abnormality and degenerative disc disease. Concurrent conditions included colposcopy since (B)(6) 2015, dysmenorrhea since (B)(6) 2013, ovarian cyst since (B)(6) 2013, delayed period since (B)(6) 2011, post coital bleeding, cervix inflammation, pap smear abnormal, uti, hypertension, dumping syndrome, gallbladder removal, metrorrhagia, irritable bowel syndrome (patient with ¿dumping symptoms¿ after cholecystectomy), asc-us, (B)(6) immunisation, abdominal pain (dull achy abdominal pain), uterine fibroid, stargardt's disease, bleeding intermenstrual, adhesiolysis, endometriosis, adnexa uteri mass, endometriosis, ovarian cystectomy, bloating, dyspareunia, urine incontinence and hypertension. Concomitant products included ethinylestradiol; levonorgestrel (levlen) from (B)(6) 2008 to (B)(6) 2009, hydrochlorothiazide from (B)(6) 2008 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic pain bilaterally"), depression ("psychological or psychiatric problems condition: depression & mental anguish"), anxiety ("psychological or psychiatric problems condition: depression & mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 25 days after insertion of essure. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: mood swings & hot flashes") and mood swings ("hormonal changes describe: mood swings & hot flashes"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, hot flush, mood swings, menorrhagia, vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dyspareunia, hot flush, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure tube placement, evaluation for tubal occlusion. Total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: enlarging complex hypoechoic mass in the right adnexa now measuring up to 7 cm x 6.3 x 5.2 cm with thick wall which may be a hemorrhagic cyst or mass. Previously measured at 5.2 cm on prior study and therefore enlarging. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case became incident. New events- mood swings, hot flashes, menorrhagia, vaginal bleeding, vaginal infection, depression, mental anguish, migration of essure device location of device: rectovaginal septum, dyspareunia. Updated outcome of event pelvic pain to recovering/resolving. Date of removal and events onset date were added. Reporters, lab data, concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: rectovaginal septum (cul-de-sac),') in a 33-year-old female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting menstrual, vaginal bleeding, oophorectomy right, vaginal discharge abnormality and degenerative disc disease. Concurrent conditions included colposcopy since (B)(6) 2015, dysmenorrhea since (B)(6) 2013, ovarian cyst since (B)(6) 2013, delayed period since (B)(6) 2011, post coital bleeding, cervix inflammation, pap smear abnormal, uti, hypertension, dumping syndrome, gallbladder removal, metrorrhagia, irritable bowel syndrome (patient with ¿dumping symptoms¿ after cholecystectomy), asc-us, human papilloma virus immunisation, abdominal pain (dull achy abdominal pain), uterine fibroid, stargardt's disease, bleeding intermenstrual, adhesiolysis, endometriosis, adnexa uteri mass, endometriosis, ovarian cystectomy, bloating, dyspareunia, urine incontinence and hypertension. Concomitant products included ethinylestradiol;levonorgestrel (levlen) from (B)(6) 2008 to (B)(6) 2009, hydrochlorothiazide from (B)(6) 2008 to (B)(6) 2018, nsaids and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic pain bilaterally"), depression ("psychological or psychiatric problems condition: depression & mental anguish"), anxiety ("psychological or psychiatric problems condition: depression & mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 25 days after insertion of essure. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: mood swings & hot flashes") and mood swings ("hormonal changes describe: mood swings & hot flashes"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhoea"), urinary tract infection ("uti"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, urinary tract infection and abdominal pain had resolved and the hot flush, mood swings, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for abnormal bleeding, vaginal infection, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure tube placement, evaluation for tubal occlusion. Total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: enlarging complex hypoechoic mass in the right adnexa now measuring up to 7 cm x 6.3 x 5.2 cm with thick wall which may be a hemorrhagic cyst or mass. Previously measured at 5.2 cm on prior study and therefore enlarging. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome for previously reported event abnormal bleeding (vaginal) and infection (bladder/ urinary tract/vaginal) type: vaginal were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: rectovaginal septum (cul-de-sac),') in a 33-year-old female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting menstrual, vaginal bleeding, oophorectomy right, vaginal discharge abnormality and degenerative disc disease. Concurrent conditions included colposcopy since (B)(6) 2015, dysmenorrhea since (B)(6) 2013, ovarian cyst since (B)(6) 2013, delayed period since (B)(6) 2011, post coital bleeding, cervix inflammation, pap smear abnormal, uti, hypertension, dumping syndrome, gallbladder removal, metrorrhagia, irritable bowel syndrome (patient with ¿dumping symptoms¿ after cholecystectomy), asc-us, human papilloma virus immunisation, abdominal pain (dull achy abdominal pain), uterine fibroid, stargardt's disease, bleeding intermenstrual, adhesiolysis, endometriosis, adnexa uteri mass, endometriosis, ovarian cystectomy, bloating, dyspareunia, urine incontinence and hypertension. Concomitant products included ethinylestradiol;levonorgestrel (levlen) from (B)(6) 2008 to (B)(6) 2009, hydrochlorothiazide from (B)(6) 2008 to (B)(6) 2018, nsaids and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic pain bilaterally"), depression ("psychological or psychiatric problems condition: depression & mental anguish"), anxiety ("psychological or psychiatric problems condition: depression & mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 25 days after insertion of essure. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: mood swings & hot flashes") and mood swings ("hormonal changes describe: mood swings & hot flashes"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhoea"), urinary tract infection ("uti"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, menorrhagia, dysmenorrhoea, urinary tract infection and abdominal pain had resolved and the hot flush, mood swings, vaginal haemorrhage, vaginal infection, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure tube placement, evaluation for tubal occlusion. Total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: enlarging complex hypoechoic mass in the right adnexa now measuring up to 7 cm x 6.3 x 5.2 cm with thick wall which may be a hemorrhagic cyst or mass. Previously measured at 5.2 cm on prior study and therefore enlarging. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added events post procedural complication, dysmenorrhea, uti, abdominal pain. Outcome of events dysmenorrhoea, abdominal pain , pelvic pain, menorrhagia, migration, uti was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: rectovaginal septum (cul-de-sac),') in a 33-year-old female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting menstrual, vaginal bleeding, oophorectomy right, vaginal discharge abnormality and degenerative disc disease. Concurrent conditions included colposcopy since (B)(6) 2015, dysmenorrhea since (B)(6) 2013, ovarian cyst since (B)(6) 2013, delayed period since (B)(6) 2011, post coital bleeding, cervix inflammation, pap smear abnormal, uti, hypertension, dumping syndrome, gallbladder removal, metrorrhagia, irritable bowel syndrome (patient with ¿dumping symptoms¿ after cholecystectomy), asc-us, human papilloma virus immunisation, abdominal pain (dull achy abdominal pain), uterine fibroid, stargardt's disease, bleeding intermenstrual, adhesiolysis, endometriosis, adnexa uteri mass, endometriosis, ovarian cystectomy, bloating, dyspareunia, urine incontinence and hypertension. Concomitant products included ethinylestradiol;levonorgestrel (levlen) from 31-dec-2008 to 29-jun-2009, hydrochlorothiazide from january 2008 to january 2018, nsaids and paracetamol (acetaminophen) from february 2009 to march 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic pain bilaterally"), depression ("psychological or psychiatric problems condition: depression & mental anguish"), anxiety ("psychological or psychiatric problems condition: depression & mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 25 days after insertion of essure. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: mood swings & hot flashes") and mood swings ("hormonal changes describe: mood swings & hot flashes"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhoea"), urinary tract infection ("uti"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, urinary tract infection and abdominal pain had resolved and the hot flush, mood swings, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for abnormal bleeding, vaginal infection, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure tube placement, evaluation for tubal occlusion. Total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: enlarging complex hypoechoic mass in the right adnexa now measuring up to 7 cm x 6.3 x 5.2 cm with thick wall which may be a hemorrhagic cyst or mass. Previously measured at 5.2 cm on prior study and therefore enlarging.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: rectovaginal septum (cul-de-sac),') in a 33-year-old female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting menstrual, vaginal bleeding, oophorectomy right, vaginal discharge abnormality and degenerative disc disease. Concurrent conditions included colposcopy since (B)(6)2015, dysmenorrhea since (B)(6)2013, ovarian cyst since (B)(6)2013, delayed period since (B)(6)2011, post coital bleeding, cervix inflammation, pap smear abnormal, uti, hypertension, dumping syndrome, gallbladder removal, metrorrhagia, irritable bowel syndrome (patient with ¿dumping symptoms¿ after cholecystectomy), asc-us, human papilloma virus immunisation, abdominal pain (dull achy abdominal pain), uterine fibroid, stargardt's disease, bleeding intermenstrual, adhesiolysis, endometriosis, adnexa uteri mass, endometriosis, ovarian cystectomy, bloating, dyspareunia, urine incontinence and hypertension. Concomitant products included ethinylestradiol;levonorgestrel (levlen) from (B)(6)2008 to (B)(6)2009, hydrochlorothiazide from (B)(6)2008 to (B)(6)2018 and paracetamol (acetaminophen) from (B)(6)2009 to (B)(6)2014. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain ("physical pain/ pelvic pain bilaterally"), depression ("psychological or psychiatric problems condition: depression & mental anguish"), anxiety ("psychological or psychiatric problems condition: depression & mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 25 days after insertion of essure. In (B)(6)2009, the patient experienced hot flush ("hormonal changes describe: mood swings & hot flashes") and mood swings ("hormonal changes describe: mood swings & hot flashes"). On (B)(6)2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingo-oopherectomy). Essure was removed on (B)(6)2014. At the time of the report, the device expulsion, hot flush, mood swings, menorrhagia, vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dyspareunia, hot flush, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure tube placement, evaluation for tubal occlusion. Total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2009: enlarging complex hypoechoic mass in the right adnexa now measuring up to 7 cm x 6.3 x 5.2 cm with thick wall which may be a hemorrhagic cyst or mass. Previously measured at 5.2 cm on prior study and therefore enlarging.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.